Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/14/2015. The fse found no vacuum at pumps causing incomplete primary and secondary aspiration. He flushed the vacuum system and the instrument ran without errors. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported non-numeric results for all parameters in primary mode and zero's when in secondary mode from a coulter hmx hematology analyzer with autoloader. Attempts at troubleshooting with the assistance of customer technical support (cts) over the phone did not resolve the issue, and a service visit was requested. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.